Event description:
It was reported that when sample couch parameter files are edited, the densities altered and "save" is selected, the sample files will be updated with these new, user defined densities. Subsequently, when a software upgrade is loaded, the modified couch densities in these sample files will be overwritten with the default value of 1.000. This error resulted in a clinically insignificant treatment delivery deviation from plan for one pt. Customer reported that the impact was analyzed and could be compensated in the rest of the treatment so the overall outcome was fine. No further info was reported.